Manufacturer narrative:
PMA/510(k) number = pre-amendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, at the end of an unspecified angio procedure involving a patient of unknown age and gender, a flexor ansel guiding sheath "uncoiled" in the patient approximately ten centimeters from the hub of the sheath. Access was obtained from the left groin/femoral artery, which was reportedly excessively scarred, resulting in difficulty inserting the sheath. Tortuosity was not noted. At the end of the procedure as the sheath was being exchanged for a smaller device, the physician felt resistance and attempted to put the dilator back into the sheath, at which point the sheath uncoiled "the rest of the way", leaving a fragment of the device inside of the patient. A follow-up procedure was scheduled the following day to attempt to retrieve the fragment. The physician was unable to remove the separated portion of the device; however, the physician was able to stent the separated portion against the wall of the artery.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation reviews of the drawings, instructions for use (IFU), manufacturer¿s instructions, quality control procedures, specifications, and a visual inspection were conducted during the investigation. The visual inspection of the returned package confirmed that one flexor ansel guiding sheath was returned to cook for investigation. The sheath was returned in three separate sections with biomatter present throughout the device. The proximal section was 10.5cm. The two distal sections were severely deformed, so accurate measurements could not be taken. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. However, after reviewing the customer¿s sales records, a total of nine lots were sent to the customer. It should be noted that this was the only complaint reported from any of the provided lots. Additionally, document based investigation evaluation was performed, and there is no evidence to suggest the product was not made to specifications. Furthermore, reviews of the manufacturer¿s instructions, drawings, specifications, and quality control procedures were conducted, and no gaps were discovered. Moreover, an IFU is provided with the device, which states that if resistance is encountered during sheath advancement, ¿assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal¿. The IFU further recommends reinsertion of the dilator prior to removal of the sheath, which ¿increases the strength of the sheath and lessens the risk of device separation¿. Based on the information provided and the examination of the returned product, investigation has concluded that this event cannot be traced to the device, but to the patient condition and unintended user error. Reportedly, the access site was ¿excessively scarred¿ and the dilator was not reinserted prior to removal. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.